Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set after disconnecting and eating without a meal announcement, then required assistance to complete an infusion set change and resume insulin therapy, with a highest recorded glucose of 277 mg/dl and prolonged time above 180 mg/dl. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of therapy with no medical intervention, no hospitalization, and no need for assistance beyond product support. Investigation included troubleshooting and user education, review of infusion set replacement steps, and assessment of user-reported glucose trends. Investigation of this case revealed that the elevated glucose was associated with a missed meal announcement and prior disconnection before dinner, with glucose stabilizing and trending down after resuming therapy and filling the cannula. It was concluded that the event was attributable to user-related factors including missed meal announcement and transient disconnection, with device function restored after proper setup and no device malfunction identified.